Event description:
Customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, customer was guided through a pump reset, and successfully started their sensor session with no further errors displayed.